Manufacturer narrative:
A2. Reported patient age is the mean age for all patient included in the study group. A3a. Reported patient sex is representative of the majority of patients included in the study. B3. Reported event date is the date of article publication. G4. As device cfn was not reported in the article, PMA/501k # is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Roman, t., szmygin, p., bosowska, j., rola, r., szmygin, m. (2026). Endovascular treatment of intracranial dural arteriovenous fistulas - a single center¿s experience and literature overview. Neurologia I neurochirurgia polska. Https://doi.org/10.5603/pjnns.109515 medtronic review the literature article found a single-center retrospective study analyzed prospectively collected data from 49 pati ents diagnosed with dural arteriovenous fistulas davfs who underwent endovascular embolization between 2015 and 2024. It was noted that n-bca was used predominately in the earlier cases but liquid embolic systems including onyx and non-medtronic liquid embolic system became the preferred treatment gradually over the course of the study period. However, it was noted that coils and combined treatment were also used in the study population. Onyx was used in 21/49 cases. It was not specified which treatment was used in each case. The article noted there were no cases of treatment-related mortality or serious morbidity. 9 patients showed near-complete embolization, while the remaining 7 patients had an outcome classified as partial embolization. 7 patients required 2 or more embolization sessions to either complete the treatment or reach a clinical decision that further intervention was not feasible. Partial occlusion with significant flow reduction and elimination of cortical venous reflux was achieved in four patients (8%). In 1 patient, follow-up imaging revealed recruitment of new dural arterial feeders despite initial complete obliteration; the patient was considering further treatment options. 1 patient received only partial treatment, which failed to reduce flow or eliminate cortical reflux, and was, therefore, considered unsuccessful treatment. Final outcome was favorable in 46/48 cases. The following intra-operative complications were noted: safe radiation dose exceeded the threshold of 3 gy in one case. Additionally, a sudden intra-procedural rise in blood pressure in one case. These events led to the early termination of the respective procedures. Inadvertent adherence of the microcatheter to the vessel wall, resulting in a retained catheter fragment. No additional intervention or patient symptoms or complications were reported in the article associated with this event.